Manufacturer narrative:
FDA device problem code: (B)(4). FDA patient problem code: (B)(4). Investigation summary: a complaint of a needle free valve separating from the set was received from the customer. One sample was returned for investigation. A device history record review for model 10013902 lot number 20055525 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 13may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: through visual inspection the customer complaint was verified. The valve was separated from the rest of the set. When looking at the connection site traces of solvent could not be seen on the component or on the tubing. Root cause description: the root cause for this defect was determined to be an insufficient amount of solvent added to connection site, making the valve easy to disconnect. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle-free valve disconnected from the rest of the ext set .2 mf low sorb. The following information was provided by the initial reporter: "rn was about to prim the extension set that saw needle-free valve was disconnected from the rest of set."